Manufacturer narrative:
The trace file from the instrument on the day of the incident has been evaluated. According to the trace file, a dispense error occurred approx 20 mins prior to the microwell plate being moved to the spectrophotometer module. The user did not notice the error message and inadvertantly cleared the error message when they began opening and closing the reagent drawers trying to determine why the osp was not functioning. While no death or serious injury would be associated with this incident because the plate incubated longer than specified by the labeling and over incubation process elevated spectrophotometer readings which may have produced false positives and repeat testing, the user did fail to notice the earlier error message.